Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.

Event description:
The customer reported that while inspecting device, the readiness indicator displayed the ok symbol but the voice prompts were inaudible when it was powered on. There was no patient associated with the report.